Event description:
On 01/24/83 the aus device was implanted. The control assembly was implanted, date not provided. The cuff and perineal cuff enclosure were removed from the patient and replaced, reason and date not indicated. Ams has requested additional information.